Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device components involved in the event: model: db-1200-s, serial/lot: (B)(4), description: vercise gevia implantable pulse generator kit. Model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm. Model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm.

Event description:
A report was received that the patient was fixing a clogged drain under his sink when he hit his head right over the burr hole cover. The patient was treated with antibiotics, but the patients skin became infected and his burr hole incision was unable to heal properly. To prevent the skin infection from traveling to the leads, the physician decided to explant the entire dbs system. All explanted devices were kept by the facility. The patient was switched to a different antibiotic after a culture was performed. It was revealed that the patient was positive for bacteria. The patient is doing well postoperatively and is on his way to full recovery.